Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to verify that the batteries were not charging. The fse replaced the power management board and confirmed that the batteries were now charging. The fse also replaced the dead batteries as a precaution, as they have been at a depleted state for an extended period of time. Functional testing and safety checks passed to factory specifications. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a weekly test performed by the customer, the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging. There was no patient involvement and no adverse event was reported.